Event description:
The customer's wife reported via phone call that the customer passed away on (B)(6) 2015. The details of the customer's death was not provided at the time of the call. The insulin pump will not be returned for analysis at the time of the call. Pending further information from family members to complete the death notification

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.